Manufacturer narrative:
Device evaluated by MFR: a visual examination determined that the returned device had not been inflated. There was no evidence of any damage along the shaft of the device however the tip was slightly flared. During the product analysis an initial attempt to insert a guidewire through the device was unsuccessful as an obstruction was encountered 24.5cm proximal to the tip. The shaft od was measured and is within specification. The shaft of the device was then dissected proximal and distal to the point of the obstruction using a blade. The dissected section of the shaft was then cross sectioned and congealed blood could be seen in the wire lumen. The congealed blood was removed from the wire lumen and the passage was thoroughly examined both visually and microscopically and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in a mildly tortuous and mildly calcified superficial femoral artery. After a 0.035 inch non bsc guide wire crossed the lesion, a 6.0mm x 40mm, 75cm mustang balloon catheter was "used". The guide wire and balloon catheter became "stuck" at a specific point. The wire lumen of the balloon catheter was again flushed and the device was advanced but it became "stuck" again. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in a mildly tortuous and mildly calcified superficial femoral artery. After a 0.035 inch non bsc guide wire crossed the lesion, a 6.0mm x 40mm, 75cm mustang¿ balloon catheter was "used". The guide wire and balloon catheter became "stuck" at a specific point. The wire lumen of the balloon catheter was again flushed and the device was advanced but it became "stuck" again. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).